Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus liberte' 2.75x16mm drug-eluting stent to the left anterior descending (lad) artery but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent was frayed at the proximal end. The procedure was completed using another device. No patient injuries or complications were reported.

Manufacturer narrative:
The unit was returned, and initial visual examination noted the presence of stent damage. Some proximal stent struts were bent back distally. This type of damage is consistent with the delivery system encountering some form of restriction. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the shop floor paperwork found that the device met its material, assembly, and product specifications at the time of release to distribution. The root cause is determined to be unknown.